Manufacturer narrative:
For the initially reported patient, the hiv immunoblot confirmatory method was performed. The result was non-reactive for the bands gp160, gp120, gp41, and p24. The sample was part of an investigation into vertical transmission of hiv. The patient's mother is a carrier of the virus. There was an allegation of additional questionable elecsys hiv combi pt results for a second patient from the cobas 6000 core unit. For this second patient, the sample was part of an investigation into vertical transmission of hiv. The patient's mother is a carrier of the virus. On (B)(6) 2025, the initial result was 0.349 coi (non-reactive). On (B)(6) 2025, the repeat result was 189.3 coi (reactive). The result from a competitor method was 87.72 coi (reactive). The immunoblot test was inconclusive (positive for gp14 only). The field service engineer replaced the pinch tubes, verified the gear pump adjustment, adjusted the pre-wash, and adjusted the sample probe. A blank cell was performed, and performance testing was conducted. The customer was not using the required sample tube rack adapters. The investigation is ongoing.

Manufacturer narrative:
The cobas 6000 core unit serial number was (B)(6) . The investigation is ongoing,

Event description:
There was an allegation of questionable elecsys hiv combi pt results from the cobas 6000 core unit. The initial result was 0.278 coi (non-reactive). On (B)(6) 2025, the result from an abbott architect analyzer was 102.88 s/co (reactive). On (B)(6) 2025, the repeat result was 75.19 coi (reactive). The reactive result from the architect analyzer was believed to be correct and was reported outside of the laboratory.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was within ranges. There was no product problem identified.